Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. A system check was performed and the occlusion was found to be within the cartridge. Reportedly, the supplies were changed to address the event and insulin delivery was resumed. Blood glucose (bg) was "high". However, the exact value was not provided. Bg was addressed with a bolus via the pump.